Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the onetouch verio iq meter read inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) at 8am. The patient reportedly obtained a blood glucose reading of ¿139mg/dl¿ with the subject meter and ¿104mg/dl¿ with the laboratory device, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. In response to the alleged meter issue, the patient reportedly increased her insulin regimen, taking four units of insulin (instead of three units) 30 minutes later. The patient denied developing any symptoms after the alleged meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.